Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula crimp events on (B)(6) 2024. The event occurred within 3 hours of insertion. The insertion site was at abdomen. The patient replaced infusion set and resumed insulin deliveries successfully no further information was available.